Manufacturer narrative:
At this time, there has been no updates received from the field. This report will be updated should boston scientific receive additional information.

Event description:
It was reported that the device was showing premature battery depletion. Technical services has been contacted, and are reviewing the data saved from the device to determine the cause of premature depletion. The device currently remains in service. No adverse patient effects were reported.